Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's pump was "blocked" on multiple occasions after the infusion set site was changed. Once the site was changed, the occlusion was resolved. There was no reported impact to the customer's blood glucose level regarding the past occlusions. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.